Manufacturer narrative:
Catalog number is the international list number which is similar to us list number of 062910. The device involved in the event was not returned and the device disposition is unknown; therefore, a return sample evaluation is unable to be performed. Buried bumper and peritonitis are known complications of a peg tube placement. (B)(4). If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On an unknown date, a patient in sweden underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube. On an unknown date the patient experienced a buried bumper and peritonitis, which resulted in the removal of the peg tube. No other treatment has been reported and duopa therapy has been temporarily discontinued. The patient will have peg tube reinserted when the inflammation has completely healed.